Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator. The device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.